Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received via email from the sales representative on 3/24/2025: this was discovered during an rcr procedure. The case was completed using a new ar-1927bcf-45 biocomposite corkscrew ft. The case was delayed about five minutes; however, the sales representative is unsure if additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/04/2025, it was reported by a competent authority via (B)(4) that an ar-1927bcf-45 biocomposite corkscrew ft suture anchor had a piece of the anchor break when used in the patient. The surgeon was able to leave most of the anchor in the patient and retrieve the broken piece. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 03/13/2025: no further information was provided. There was no negative effects or significant damage on or after the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.